Event description:
To whom it may concern: my name is (B)(6) and I had the neurostimulator implanted in november 2016. I was told that the battery would last ten years , but it went out in march 2020 less than four after surgery. I took sick that night in march with uncontrollable shaking as though I was having seizures. This went on for almost eight hours. I called my dr and told them what had happened and they informed me that they could not replace it because of covid. They called me back later to inform me that it couldn't be replaced until june 2020. I had it replaced and then it went out again in december 2022 less than two and half years later. This has caused a lot of stress on me and now my battery has been out since december 2022. My original doctor couldn't replace it because it hasn't been approved at (B)(6) hospital so he referred me to another doctor. The surgery was scheduled for december 2023, but never happened because called and told me my portion was (B)(6). I have never had to pay anything like that before. Now, I'm needing to have an MRI procedure and can't because this battery is out and its out because they keep sending out faulty batteries. Before my batteries go out a message comes up on my ipod telling me that my battery has almost reached the end of it's life. And each time that has happened I would call my dr. (B)(6) and my abbott's representative. They told me each time that this could not be happening this soon. But now they are telling me that if they had known ahead of time they could have run diagnostics on the battery to determine what was going on. I did tell them over several months and no one did anything. Now I need to have an MRI on my neck and shoulder and can't because of this faulty neurostimulator battery that they keep implanting in my hip and causing me all this pain and suffering along with all the back aches I'm suffering through because my battery isn't working. Abbott medical device products need to be checked out. And a claim needs to be brought against them for this. Ican be reached at (B)(6). Ref report: mw5158352.